Event description:
During a site visit performed on (B)(6) 2009, an isi representative observed video of a da vinci s myomectomy procedure with a permanent cautery hook instrument breaking and fragments falling into the pt. Prior to the instrument breakage and approximately 5;30 minutes into the video, the instrument was observed to have one cable off of the pitch pulley. This is an indication of structural damage as the cables are tensioned during manufacturing and cannot jump off a pulley unless damage is present. No add'l info was observed or provided by this site. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The permanent cautery hook instrument has not been returned for evaluation, however, while performing a site visit, an isi representative investigation found the site to use off label cleaning methods that are associated with damage to instruments. Upon these findings, the isi representative, made several recommendations for proper cleaning and sterilization methods as well as the implementation of a pre-surgery checklist designed to look for damaged instruments prior to use. Central processing also received an in-service on how to inspect the end of endowrist instruments during processing to find damaged instrument during the cleaning and sterilization process.